Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (bmt) reported to technical support that a 2008t machine displayed a ¿flow error' message in dialysis mode while being worked on in the bmts shop. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. Upon follow up, the bmt said that valve 34 (v34) was burnt and bulging. The bmt stated there was no burning smell, smoke, spark, flame, arcing, or any other visible heat or electrical damage related to the burning and bulging of v34. The valve was the original fresenius part on the machine. The bmt reported that there was no damage observed on any other components, or any other additional issues, associated with the burned and melted valve. The bmt replaced valve 34 to resolve the issue. The machine was returned to service at the user facility without issue and without recurrence of the event. The complaint device is not available to be returned to the manufacturer for evaluation.